Event description:
The customer called into technical support (ts) reporting that the device is displaying check vent alarm at turn on "alarm led failed" error message, alarm is illuminating as expected. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided part ID for the power switch overlay. The investigation is ongoing.

Manufacturer narrative:
The device was in patient use during therapy at the time of the reported issue was discovered; however, there was no harm to the patient or user. There was no delay in therapy, device was swapped out for another with no medical intervention provided to the patient. The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards.